Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used on (B)(6) 2022 during a robot-assisted total laparoscopic hysterectomy when it was reported that the ¿sound reduction cap was broken and chip was fell into the body when the assistant inserted the hemlock during the da vinci surgery. The doctor tried to take it out with forceps when he found a piece that had fallen, but it came off the forceps and disappeared. However, the device was disassembled and checked, a piece was found inside it.¿ the procedure was completed with an alternate device. Further assessment found that, dr. (B)(6) performed the surgery which had to be extended by 10 minutes to replace the trocar. The device did fragment and fell into the surgical site but was able to be retrieved. The piece was found when the device was disassembled. There was no of report of injury, medical/surgical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Additional FDA product codes is: hif-insufflator, laparoscopic manufacturer narrative received one ias12-100lpi in opened original packaging. Lot number was not verified. Performed a visual inspection, the complaint has been confirmed. There is a piece of the sound cap missing. The piece that tore off was returned with device. The device was received disassembled. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8mm, 12mm): inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used on (B)(6) 2022 during a robot-assisted total laparoscopic hysterectomy when it was reported that the ¿sound reduction cap was broken and chip fell into the body when the assistant inserted the hemlock during the da vinci surgery. The doctor tried to take it out with forceps when he found the piece that had fallen, but it came off the forceps and disappeared. However, the device was disassembled and checked, a piece was found inside it.¿ the procedure was completed with an alternate device. Further assessment found that, dr.tobiume performed the surgery which had to be extended by 10 minutes to replace the trocar. The device did fragment and fell into the surgical site but was able to be retrieved. The piece was found when the device was disassembled. There was no of report of injury, medical/surgical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used on 12april22 during a robot-assisted total laparoscopic hysterectomy when it was reported that the ¿sound reduction cap was broken and chip fell into the body when the assistant inserted the hemlock during the da vinci surgery. The doctor tried to take it out with forceps when he found the piece that had fallen, but it came off the forceps and disappeared. However, the device was disassembled and checked, a piece was found inside it.¿ the procedure was completed with an alternate device. Further assessment found that, dr.tobiume performed the surgery which had to be extended by 10 minutes to replace the trocar. The device did fragment and fell into the surgical site but was able to be retrieved. The piece was found when the device was disassembled. There was no of report of injury, medical/surgical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Additional FDA product codes is: hif-insufflator, laparoscopic manufacturer narrative received one ias12-100lpi in opened original packaging. Lot number was not verified. Performed a visual inspection, the complaint has been confirmed. There is a piece of the sound cap missing. The piece that tore off was returned with device. The device was received disassembled. The manufacturing documents from the device history record could not be reviewed. A two year lot history review could not be conducted as a lot number was not reported. A two-year review of complaint history revealed there has been a total of 20 complaints, regarding 20 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8mm, 12mm): inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.